Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
The surgeon reported via fax that, "a patient underwent a surgical procedure on (B)(6) 2007 due to an osteosarcoma of the right proximal tibia. On (B)(6) 2011, the patient underwent an unanticipated surgical procedure due to the loosening of the device implanted."